Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. Case information including surgery date(s), or related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized a paragon 28 phantom small bone intramedullary nail system. The lapidus nail was reported broken at 8 week post-operatively. The patient did not report pain and clinically the foot was reported fine. A revision surgery was not completed.